Event description:
It was reported that this right atrial lead exhibited inappropriate atrial tachy response events. Technical services discussed either revise the lead or reprogram the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).